Event description:
Customer experienced sporadically high results when monitoring pts for hba1c levels using the dca 2000 system. Initial test: 10.1%, retest: 6.1%. Unused cartridges were returned for testing.

Event description:
Customer experienced sporadically high results when monitoring pts for hba1c levels using the dca 2000 system. Initial test: >14%, retest: 7.1%. Unused cartridges were returned for testing.